Manufacturer narrative:
A sample has been received and in house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the laser probe became stuck in the trocar during surgery. The case was completed using an alternate probe. There was no harm to the pt.